Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump won¿t turn on even after putting new battery. Customer¿s blood glucose value was 170 mg/dl. Customer stated that the battery compartment had a big crack. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will return for the analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify blank display, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Test infusion set or p-cap locks in properly. Device received with cracked case (battery tube) and cracked battery tube threads.